Event description:
Sorin group received a report that the s5 double head pump stopped when the pressure warning limit was reached and would not display pressure values above the warning limit. There was no report of patient injury.

Manufacturer narrative:
A sorin service representative installed firmware into the system. Functional verification testing was performed and all functions worked properly. The customer was satisfied and the system was returned to service. No other issues have been reported. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump stopped when the pressure warning limit was reached and would not display pressure values above the warning limit. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.